Event description:
The patient developed an infection at the pocket site following device replacement surgery on (B)(6) 2013. It was noted the date of onset of the infection was (B)(6) 2013. It was unknown if a culture was taken. She may have to have the device explanted but as of now the antibiotics were taking effect. She was admitted to the hospital. It was confirmed that has of 08/30/2013 the patient was doing well and receiving good stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1991. Product type: extension: product ID 3586, serial# (B)(4), implanted: (B)(6) 1991. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).